Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during orchiectomy, the surgeon felt electrical surge through pencil and patient got burned by pencil.